Event description:
It was reported that the patient experienced a power-on-reset condition. The device was near the end-of-life, and when the por was cleared the caller saw an end-of-service/end-of-life message. Impedances above 4,000 ohms were seen on all of the bipolar pairs. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received noted that the patient's stimulator was at eol (end of service). The device was explanted and replaced on 2011-(B)(6).

Manufacturer narrative:
Lead model # 3887-33 lot # j0437516v implanted 2004-(B)(6) explanted unknown; lead model # 3887-33 lot # j0437334v implanted 2004-(B)(6) explanted unknown; extension model # 748925 lot # nhu062748v implanted 2004-(B)(6) explanted unknown; extension model # 748925 lot # nhu064245v implanted 2004-(B)(6) explanted unknown; programmer model # 7435 lot # nft043776p. Additional information determined that the correct manufacturing site for this event is site # 3004209178.